Manufacturer narrative:
Approximate age of device: 3 years, 3 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient underwent a pump exchange on (B)(6) 2016. Additional information was requested but not provided.

Manufacturer narrative:
Additional information. The pump was not returned for evaluation. A full evaluation of the device could not be conducted as the device was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.